Event description:
It was that the patient underwent a transforaminal lumbar interbody fusion at l4-5. I was reported that the extender popped off of the screw. The surgeon was able to seat a set screw through the incision and continued with the l4 extender still attached.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of instruments did not identify material damage. Functional evaluation with pli#70 inner sleeve and a sample solera mas was unable to manually remove the head from the instrument assembly, with the mas head at maximum angulation. Per the solerasextant reduction surgical technique, attempting to reduce past "4" may not allow the rod sufficient clearance to pass through the instrument tower assembly. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the associated instruments. The instruments appear to be capable of performing it's intended function.

Manufacturer narrative:
(B)(4)